Event description:
It was reported that a spectrum pump displayed system error 105 upon start up. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by excessive motor bearing wear with shaft end play, and black material around the bearing. Device investigation also identified the outer gearbox bearing worn, with the bearing cage broken, and starting to disintegrate. The failed motor assembly was replaced.